Event description:
It was reported that after the liver puncture and the 2/3 retraction of the trocar needle (for the vacuum buildup for the retention and removal of the specimen), it was noticed after removal from the pt that 40mm of the outer guiding cannula was missing, broken off, and is still indwelling in the pt's liver. A second puncture was successful. No procedure is scheduled to remove the indwelling piece.